Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device evaluation also found corrosion on the scope lock. A definitive root cause could not be identified. The instructions for use manual provides the following caution in ¿preparation and inspection_inspection of mela head¿: - check that there is no loosening or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated in a counterclockwise direction. - check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of" coupler looseness" . There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
E1- full facility name and address: customer facility/hospital name: (B)(6). E2/e3 not provided. The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
Customer sent a repair request reported with an issue of" coupler looseness" . There was no patient impact , no harm reported due to the event.